Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. No further information was provided to determine if aforementioned causes contributed to this event. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. The observed complaint rate of (B)(4) has been reviewed against the risk analysis document and found to be within the expected rate of (B)(4). Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Dr. (B)(6) was using the expressew to pass suture through the rotator cuff. After the suture was passed through the cuff he realized the tip (~2-3mm) was broken off of the end of the expressew needle. The surgeon used the shaver with suction to try and find the tip. He also used the scope sheath to flush the joint. A c-arm was used to try and locate the missing tip but were unsuccessful. Procedure time was extended by 20 mins.